Manufacturer narrative:
Additional information: g3, h11 additional manufacturer narrative. Complaint allegation is confirmed. Functional testing on the returned ar-12990 found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted no problems with the exterior of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury, "do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Event description:
On 05/17/2023, it was reported by a distributor via sems that an ar-12990 knee scorpion needle broke in the shaft. This was discovered during a case with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Functional testing was performed on the returned ar-12990 and it found that the shaft contained a broken needle. The most likely cause is attributed to misuse due to use error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Visual inspection noted no problems with the device.